Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. There was one temporarily approved deviation notice (dn) noted on the lot, which is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the blood leak occurred immediately at the start of the hd treatment. Manager explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was bubbling noted in the dialyzer prior to treatment during recirculating, but it went away. The patient¿s estimated blood loss (ebl) was < 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: b.5.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the blood leak occurred immediately at the start of the hd treatment. Manager explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. The machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was bubbling noted in the dialyzer prior to treatment during recirculating, but it went away. The patient¿s estimated blood loss (ebl) was < 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the blood leak occurred immediately at the start of the hd treatment. Manager explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was bubbling noted in the dialyzer prior to treatment during recirculating, but it went away. The patient¿s estimated blood loss (ebl) was < 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.